Manufacturer narrative:
The instrument was not received by the manufacturer on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the screw on the reference frame was stripping. This was reported outside of a case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was corrected by the site that the screw damage was reported to have been on the titanium open spine clamp. The reference frame did not have screw damage.

Manufacturer narrative:
Lot number and UDI number have been received. Initial reporter name and occupation have been received. Manufacture date has been received. If information is provided in the future, a supplemental report will be issued.